Event description:
It was reported that following the successful implant of a transcatheter aortic valve, paravalvular leak (pvl) of unspecified severity was identified. Given the positioning of the valve, it was determined that the valve was at risk for dislodge with a post-implant balloon aortic valvuloplasty (bav). Subsequently, it was decided to implant a second valve valve-in-valve to seal the calcified area and ensure stability during the post-implant bav. Following the implant of the second valve and the bav, it was noted that the pvl had improved, and the gradient was 3 millimeters of mercury (mmhg).

Manufacturer narrative:
Continuation of d10: product ID {envpro-16}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.